Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with advanced calcification of the right coronary cusp (rcc) valve leaflet, a pre-implant balloon aortic valvuloplasty was performed with an 18 mm non-medtronic balloon. The valve was inserted via the right femoral artery, advanced to the annulus, and deployed to 80% at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) when an expansion failure at the cusp overlap view was noted. During a slow full deployment, the valve started ascending slightly towards the direction of the ascending aorta when the marker band exceeded the paddle attachment. The valve dislodged during full release to a depth of -3 mm on the ncc and 4 mm on the lcc in the cusp overlap view or 3 mm on the lcc in the left anterior oblique view. A final contrast study was performed 30-minutes following the implant which revealed that the valve had migrated further in the direction of the ascending aorta; it was also determined that the annulus had prolapsed due to the migration. Subsequently, the valve was snared into the ascending aorta and a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with advanced calcification of the right coronary cusp (rcc) valve leaflet, a pre-implant balloon aortic valvuloplasty was performed with an 18 mm non-medtronic balloon. The valve was inserted via the right femoral artery, advanced to the annulus, and deployed to 80% at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) when an expansion failure at the cusp overlap view was noted. During a slow full deployment, the valve started ascending slightly towards the direction of the ascending aorta when the marker band exceeded the paddle attachment. The valve dislodged during full release to a depth of -3 mm on the ncc and 4 mm on the lcc in the cusp overlap view or 3 mm on the lcc in the left anterior oblique view. A final contrast study was performed 30-minutes following the implant which revealed that the valve had migrated further in the direction of the ascending aorta; it was also determined that the annulus had prolapsed due to the migration. Subsequently, the valve was snared into the ascending aorta and a non-medtronic (edwards sapien 3 ultra resilia23) transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: b5, h6. An additional transcatheter valve was implanted, not a surgical valve as previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.